Event description:
It was reported that this 980 ventilator was in an inoperative condition. There was no patient injury reported.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator was in an inoperative condition. The device was available for evaluation. A review of the ventilator logs indicate the ventilator entered into backup ventilation (buv). The service personnel (sp) inspected the ventilator and found unit was inoperative as a result of a exhalation pressure reading out of range background diagnostic code which required extended self test (est). Sp performed est to clear code. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event could not be established. However, the likely cause of the reported entry into buv was a transient out of range expiratory pressure measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.